Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life due to charged time out as a fault code 01 was present. There was inquiry regarding this declaration as two months ago this device was at middle of life 2 with an estimate of two years remaining. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted for normal battery depletion. It was reported that this device will be returned. Should additional information become available this event will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The patient later called to note that the device was being returned to evaluate the cause of premature battery depletion.